Manufacturer narrative:
The insulin pump passed self-test and unexpected restart error test. The insulin pump passed all operating currents tested with in the spec range and passed off no power test. Unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was broken during a skateboarding accident. Caller stated that the device was damged near the drive support cap. Blood glucose level at the time of the incident was 461 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.